Manufacturer narrative:
Model number/catalog number: sc-2352-70. Serial number: (B)(4). Batch/lot number : 19685122/21488897. Model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patients leads along the neck were tight. The patient underwent a revision procedure wherein the leads were adjusted to provide relief and for the patient to move freely. No device malfunction was suspected. The patient was doing well postoperatively.